Event description:
It was reported that during the pre-test, the foley catheter sterilized distilled water did not completely drain. The process was repeated attaching and detaching the syringe several times, but since it still did not drain completely, refrained from using it. Per investigator's notification received on 31dec2025, it was reported that asymmetrical balloon 100:0 was found during sample evaluation.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 119314 and manufacturing lot number ngjx0313. Visual inspection noted no obvious observations. During testing, balloon inflated with 10 ml of solution using the returned syringe and the catheter rested with no leaks noted. The balloon was asymmetrical. Observed 100:0. Attempted to deflate balloon passively and only 5 ml could be withdrawn. Using the in-house luer lock syringe, deflated balloon passively in 2 minutes and 10 seconds with no cuffing noted. The reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the foley catheter sterilized distilled water did not completely drain. The process was repeated attaching and detaching the syringe several times, but since it still did not drain completely, refrained from using it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.